Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged of having difficulty breathing/short of breath breast, cancer removal surgery cancelled due to low oxygen level being 80% and having replacement device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breast cancer, low oxygen, hearing impaired, pressure issue, difficulty breathing, short of breath, breast cancer removal surgery cancelled due to low oxygen level being 80% for not having replacement device that are related bipap device's sound abatement foam. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust contaminant on blower box, blower, blower seal, rear panel, bottom enclosure. Manufacturer also observed what appeared to be an unknown contaminant inside of iso port. A keratin-like substance was observed on the blower box outlet and the blower seal; evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust contamination, keratin-like substance and unable to address the patient's symptoms. Sections d8, d9, h2, h3 and h6 has been updated in this report.